Manufacturer narrative:
The returned driver was examined under magnification. An oblique fracture pattern was identified at the point where the driver shaft transitions into the hex tip. An oblique fracture pattern likely indicates excessive side loading (bending) away from the driver's central axis. The driver is not designed to withstand significant side loads and should only be used with torsional loads. Additional mdrs associated with this event: 3025141-2019-00315: screw 1, 3025141-2019-00316: screw 2, 3025141-2019-00317: screw 3, 3025141-2019-00318: screw 4, 3025141-2019-00319: screw 5, 3025141-2019-00320: plate.

Event description:
While implanting an aculoc 2 plate, the surgeon was inserting a locking screw when the tip of the driver broke off in the head of the screw. It could not be removed and was left implanted.